Event description:
The customer reported that the telemetry device displayed a "speaker malfunction" inop with intermittent sound. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement. The remote service engineer (rse) confirmed the event and determined that the cause for the reported issue was the speaker. The rse provided the customer with the part number for a replacement speaker, and the customer stated they would order and repair the device. The bench repair work order was cancelled by the customer. The cause was the speaker. The rse provided the customer with information to resolve the issue. The device remained on site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the telemetry device displays a speaker malfunction with intermittent sound. The device was not in use on a patient at the time of event, there was no patient involvement.